Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nursing supervisor reported that an external dialyzer blood leak occurred at the start of a patient¿s hemodialysis (hd) treatment. The nursing staff was able to detect the leak from the arterial head cap of the dialyzer. The machine, a fresenius 4008s, alarmed appropriately with a blood leak alert. Non-fresenius bloodlines were being utilized for the treatment. Blood test strips were not used. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was re-setup with new supplies on a different machine where they were able to complete treatment. The patient¿s estimated blood loss (ebl) was 160 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was not available to be returned for a manufacturer evaluation as it was reportedly discarded. A photo and video were provided for the investigation.

Event description:
A user facility nursing supervisor reported that an internal dialyzer blood leak occurred at the start of a patient¿s hemodialysis (hd) treatment. The nursing staff was able to detect the leak from the arterial head cap of the dialyzer. The machine, a fresenius 4008s, alarmed appropriately with a blood leak alert. Non-fresenius bloodlines were being utilized for the treatment. Blood test strips were not used. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was re-setup with new supplies on a different machine where they were able to complete treatment. The patient¿s estimated blood loss (ebl) was 160 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was not available to be returned for a manufacturer evaluation as it was reportedly discarded. A photo and video were provided for the investigation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A photo and a seven second video was provided. The photo shows a dialyzer connected to the machine with blood distributed as expected (in the header cap space and within the fibers. The video shows the dialyzer during treatment; however, there were no anomalies visually observed. No leak was observed. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility nursing supervisor reported that an internal dialyzer blood leak occurred at the start of a patient¿s hemodialysis (hd) treatment. The nursing staff was able to detect the leak from the arterial head cap of the dialyzer. The machine, a fresenius 4008s, alarmed appropriately with a blood leak alert. Non-fresenius bloodlines were being utilized for the treatment. Blood test strips were not used. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was re-setup with new supplies on a different machine where they were able to complete treatment. The patient¿s estimated blood loss (ebl) was 160 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was not available to be returned for a manufacturer evaluation as it was reportedly discarded. A photo and video were provided for the investigation.

Manufacturer narrative:
Correction: b5, h6 device component code.

Event description:
A user facility nursing supervisor reported that an external dialyzer blood leak occurred at the start of a patient¿s hemodialysis (hd) treatment. The nursing staff was able to detect the leak from the arterial head cap of the dialyzer. The machine, a fresenius 4008s, alarmed appropriately with a blood leak alert. Non-fresenius bloodlines were being utilized for the treatment. Blood test strips were not used. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was re-setup with new supplies on a different machine where they were able to complete treatment. The patient¿s estimated blood loss (ebl) was 160 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was not available to be returned for a manufacturer evaluation as it was reportedly discarded. A photo and video were provided for the investigation.

Manufacturer narrative:
Correction: d8.